Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remains in the (B)(6) and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 03/01/2013 - reuse; electrode belt sn (B)(4): 09/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detections. The pt was treated while in nsvt with frequent sinus breaks at 21:32:05 and 21:32:27. It was reported that the pt was conscious and sitting in bed at a (B)(6) nursing facility (snf) at the time of treatments. The pt's wife was present and witnessed the event. The response buttons were not pressed during the event. The pt remains at the (B)(6) and continues to wear toe lifevest.